Event description:
Customer reported that he experienced low blood glucose of 49 mg/dl; customer treated by eating. Customer stated that he believes his insulin sensitivity is set too low and his basal rates were low and they have been fixed. Customer also stated that he experienced high blood glucose of 252 mg/dl due to drinking regular soda instead of diet. Customer declined to troubleshoot for low blood glucose. Current blood glucose value is 102 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.